Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Rep called to report patient is getting ins replaced on (B)(6) 2024. Reason: pt had surgery to remove excess skin which now the ins is too deep and pt keeps having issues with not being able to connect to the ins tocharge. Rep stated they have met with the pt in the past and was able to get device charged, but then pt couldn't do it at home. Healthcare provider (hcp) has decided it is time to remove the ins and replace with a non-rechargeable ins. On 2024-jun-12 the rep reported the patient was replaced with a non-rechargeable ins today. The device was discarded by the healthcare provider. The physician made the decision to replace the battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.